Event description:
It was reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
The info provided on this form was previously submitted under mfg report number 1822565-2012-01018. This report will be amended when our investigation is complete.